Manufacturer narrative:
Additional data: b5: the lens was explanted the same day on (B)(6) 2020 due to excessive vautling, significant reduction of irido-corneal angles and pupil block, with elevated intraocular pressure. The surgeon had enlarged the pi by yag. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to the device (high vault). H3: device evaluation: the lens was returned dry, in a plastic bag, with residue on lens. Visual inspection found one haptic torn. H6: health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6: health effect impact code: 4625 - secondary surgical intervention; pi, yag. Claim # (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -15.00/+1.0/089 (sphere/cylinder/axis), in the patients left eye (os). The lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.